Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had unresponsive buttons, particularly the down and left arrow buttons. The customer reported that the issue stated 4-5 months ago. Customer states that numbers are ramping on their own. Customer states the scroll bar is not moving with no input. Customer¿s blood glucose was 5.5 mmol/l. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement, and self tests. During testing, the down and go back keypad buttons were intermittent at times however. After removing the keypad overlay and the clear plastic layer underneath it and then pressing these buttons again, the intermittency seem to go away.